Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient was treated in intensive care unit (ICU) with central veno-venous haemodiafiltration (cvvhdf) using a prismaflex st100 set. Forty-eight hours post-therapy, it was reported that the patient "bled profusely". Medical intervention and patient outcome was not reported. No additional information is available.